Event description:
It was reported that the autoclavable camera head displayed a communication error (e226). The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
E1. Address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.